Event description:
A surgeon reported that following cataract surgery a pt describes seeing a dark area in pt temporal vision. The association between this event and the intraocular lens (iol) is not known.